Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had a battery out limit alarm. Customer stated that she got several alarms and put in 3 batteries before buying a new pack. Customer stated that the pump was not alarming at the time of the call. Customer was assisted with reprogramming the time and date. Customer stated that the batteries were out of the pump greater than the duration allowed by the pump. It was explained that this is normal pump behavior. Customer was advised to monitor the pump. Customer stated that she received 3 failed battery test alarms and then a battery out limit alarm. Customer declined troubleshooting for the failed battery test alarm and the low battery alarm.